Event description:
It was reported that the patient experienced an infection and previously had their artificial urinary sphincter removed. A new artificial urinary sphincter system, consisting of a 5.0 cm cuff, control pump, and pressure regulating balloon was recently implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an infection and previously had their artificial urinary sphincter removed. A new artificial urinary sphincter system, consisting of a 5.0 cm cuff, control pump, and pressure regulating balloon was recently implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.